Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that upon completion of a threshold test in clinic, loss of capture was noted on the device resulting in inadequate therapy. Abbott technical support was contacted and session records were reviewed indicating the programmer was looping during the threshold setup test. The device was reprogrammed to resolve the event. The patient was in stable condition. The patient is stable